Event description:
It was reported that prior to the implant procedure the active fixation mechanism of the lead was not deploying smoothly; it was very jumpy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.